Event description:
Additional information from the manufacturer representative reported this was a complaint from an email received on the website. No additional information could be obtained.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer, via a manufacturer representative, regarding a spinal cord stimulator (scs) system infection. It was reported the patient was implanted with the scs system and had been infected with staphylococcus aureus. It was unknown when the event occurred and what factors may have led or contributed to the issue. The ins was explanted and the surgeon thought about also explanting the lead. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.